Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient woke up vomiting with high blood glucose levels. The patient's mother stated that there was an issue with the personal diabetes manager (pdm) charging. The patient was taken to the hospital and was treated with intravenous therapy with fluids and they also administered insulin. Anti-nausea medication was administered and a x ray was taken of the patient's stomach.

Manufacturer narrative:
In the case description, the user mentioned that the pdm battery would not hold charge. The returned pdm was able to turn on and boot up with no issues. The pdm battery was found to still be 30% charged. The lcd screen of the pdm was observed to be cracked, however this damage did not impact lcd readability or touch screen functionality. Inspection of the android log files downloaded from the pdm showed no evidence of battery drain issues. The pdm battery was found to be able to last longer than 48 hours while in use by the user. The pdm was paired with an unused pod and operated under typical use conditions for 48 hours. The pdm battery still had charge at the end of the 48 hour period. The pdm was found to function as intended.